Event description:
It was reported that the hub separated from the relion® insulin syringe. This occurred with 15 syringes during use. The following information was provided by the initial reporter: "consumer reported found 15 syringes from this box needle shield hard to remove needle assembly stuck inside".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned eight (8) 0.3ml insulin syringes from an open polybag from lot 9336013. Consumer reported found 15 syringes from this box needle shield hard to remove needle assembly stuck inside. All 8 returned syringes were examined, and it was observed that 5 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed, and only 2 separated hub assemblies were returned. The 3 syringes with hub assemblies properly attached were tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs). Sample 1: 3.71. Sample 2: 3.69. Sample 3: 3.52. The 3 tested syringes tested within shield removal force specification; no evidence of manufacturing defect was observed on these 3 syringes. A review of the device history record was completed for batch # 9336013 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865142] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from the relion® insulin syringe. This occurred with 15 syringes during use. The following information was provided by the initial reporter: "consumer reported found 15 syringes from this box needle shield hard to remove needle assembly stuck inside".